Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
The customer reported that check vent: oxygen device failed" error appears during use. The customer reported that the unit was in use on patient, but there was no patient or user harm reported. The customer contacted product support and requested for o2 solenoid valve. This is a material contract only customer. Rp-solenoid valve, oxygen, v60 was sent to the customer to address the reported issue.